Manufacturer narrative:
(B)(4). As there was no allegation against any baxter products, no device evaluation or batch review will be performed. A follow-up will be submitted if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a user error - failed to follow therapy steps was not confirmed. The root cause is that the patient reused solution bags. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During a follow up call for an unrelated alarm, the home patient (hp) stated she just replaced the cassette. The hp confirmed therapy has continued without incident. Product surveillance referred the hp to the user manual and advised that replacing the entire setup is recommended. There was no patient injury or medical intervention was reported.